Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had received multiple failed battery alarm. The customer¿s blood glucose level was unknown at the time of the incident. The customer was assisted with troubleshooting for failed battery and he reports received failed battery test. The customer was advised to revert to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
All operating currents are within specification. No unexpected failed battery test alarms noted. However corroded battery tube and broken battery cap noted during visual inspection. Unit was received with minor scratched lcd window, cracked reservoir tube lip and stained end cap sticker.